Event description:
Left breast pain, contracture, chronic fatigue and illness began in 1/93. Immune system response began thereafter. Since 1/94 rptr has had pulmonary problems requiring prednisone therapy and inhalation therapy. Rptr has also had chronic weakness since 1/94. She has had subsequent cholecystectomy and sinusotomy twice. There is suspicion of this being related to the implant. Medical exam by two plastic surgeons shows possible left implant rupture and leakage requiring removal and capsulotomy. Physical exam reveals possible rupture of left implant. Ptosis of right implant. Explant date 6/30/94.